Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis. Functional testing found that the device was leaking in h-2 chamber. The chamber was repaired and relief valve was calibrated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pressure chambers on the level 1 trauma fast flow system were holding to hold pressure. The product problem was observed during a pre-test. There was no patient involvement.